Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a non-MDR reportable force issues occurred. Additionally, when the catheter was removed, it was observed that there was blood in the housing of the catheter. Per the event description, there was no consequence to the patient and the procedure was completed using a similar like device. The bwi failure analysis lab received the complaint device for analysis. Analysis discovered reddish brown material inside the pebax area. The pebax area houses the spring of the catheter. Further examination revealed that the pebax had a small hole. This event is MDR reportable due to the hole found in the pebax area. The awareness date was updated for this complaint to 1/22/2015, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. DHR: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). It was reported that the smart touch catheter was giving force (spi errors) midway through the procedure. The returned device was visually inspected upon receipt and reddish brown residues were found inside the pebax. Further examination revealed that the pebax had a small tear allowing the residues to get in. Then per the spi failure reported, the catheter was evaluated for screening test and force calibration check and catheter failed during the screening test. Further examination showed that the sensor was within specifications. The improper condition was attributed to a potential pc board failure. The customer complaint has been verified. Internal corrections have been opened to address the damaged pebax on the smart touch catheter and to address a potential pcb issues/intermittency issue.